Event description:
After intubation while moving pt's bed in place in the or, the head of the bed accidentally pulled out and the pt's head hyperextended back-was immediately supported. After replacing the head of the bed and repositioning the pt, it was decided to bring the pt out of anesthesia and assess him before proceeding with surgery. He was neurologically intact and placed back under anesthesia.